Event description:
Same event as MFR's report# 6000093-2007-00544 and 6000093-2007-00545. It was reported that during a pci procedure, three maverick2 balloons ruptured. The lesion being treated was located in the left anterior descending artery, however, no anatomy or lesion details have been provided. The number of inflations and to what atms for each balloon was not provided. No pt complications were reported, and the procedure was finished with another device. Pt status was reported as 'good'.

Manufacturer narrative:
The complaint source confirmed that the product will not be returned. The mfg records for batch 9151196 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the difficulties stated in the complaint could not be determined.